Manufacturer narrative:
Unit received with missing keypad overlay, corroded keypad traces, missing display window cover, cracked case(battery tube), broken battery tube threads and missing serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump keypad cover foil peeled off. Customer¿s blood glucose level was 9.7 mmol/l at the time of incident. The insulin pump will be returned for analysis.